Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 9-november-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced the air pump and the wash syringe. Customer ran qc (quality control). No further action required by field service. The most probable cause of the reported event the vacuum pum a fault of failure of the air pump.

Event description:
On (B)(6) 2015, a customer reported intermittent wu errors on calibration and some patient samples on their aia 600ii analyzer. The customer is unable to run fsh,lhii, bchg and prog patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting fsh, lhii, bchg and prog patient results.there was no indication of patient intervention or adverse health consequences due to the delay in reporting.